Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that the filter was tilted. No patient complications were reported. On (B)(6) 2017, the patient received a CT of the abdomen without contrast. Findings revealed that the greenfield was had a rightward tilt of the apex. The ivc filter is at the level of l3-4. The strut penetrated the pericaval fat but there was no perforation.